Event description:
It was reported that a catheter complication had occurred. The hcp indicated that "the boots are not fitting over the catheter segment". It is unclear which catheter was implanted. After several attempts the hcp was unable to fit clear boot over catheter. Another connection was made; cerebrospinal fluid was confirmed via the catheter access port. No pt symptoms were reported.

Manufacturer narrative:
.